Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse replaced and aligned the reagent probe 1, replaced the 1 mm syringe seals, replaced the dilution cuvettes, replaced the reaction cuvettes and cleared a blockage from the sample dilution probe. A wash 2 procedure was run and a lamp energy check was performed. A fifty sample precision test was run for the lipase, glucose and inorganic phosphorous tests with acceptable results. Quality control materials were run with acceptable results. The cause of the discordant falsely high glucose result is unknown. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant falsely high glucose test results were obtained on multiple samples on an advia 2400 chemistry system. The initial results were reported to the physician(s). The same samples were repeated on an alternate advia 2400 chemistry system. The repeat results are considered correct and were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely high glucose results.